Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a clicking noise was observed during a bolus delivery. Subsequently, the customer received an unspecified cartridge alarm. The customer could not recall the exact blood glucose (bg) value but reported that bgs were over 500 mg/dl. The customer changed supplies and delivered insulin via the pump.